Event description:
It was reported the patient lost weight causing the ipg to move in the pocket and pain. Patient was seen in the clinic, and her incision site was opening and had drainage. Patient stated having a fever. In turn, surgical intervention took place wherein the entire system was explanted. The physician seemed to think it was infected. The patient was given both IV and oral antibiotics to address the infection.

Manufacturer narrative:
Date of event is estimated. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.